Event description:
The device was used during a hysterectomy procedure. Reportedly, the pt had an allergic reaction to the product. The hosp has reported no pt injury occurred.

Manufacturer narrative:
3/24/98 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.